Event description:
It was reported to boston scientific corporation that a spybasket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the basket detached into the patient's common bile duct. The detached basket was retrieved using a rescue forceps and the procedure was completed with another spybasket. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of basket detached. Imdrf impact code f2301 is being used for the reportable event of rescue forceps used to retrieve the basket.